Event description:
An endurant bifurcated stent graft system was inserted into a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was not reported. Upon inspections of the delivery system prior to the event, a spur on the tip of the nosecone was noted before inserting the device. The physician shaved the spur off of the device. The device was inserted into the patient and the stent graft was successfully deployed. The delivery system was discarded. No clinical sequelae were reported, and the patient is fine.